Manufacturer narrative:
Testing and investigation found the device touchscreen was not responsive when pressed and the keys would randomly get stuck. The probable cause was due to contamination on the bottom of the touchscreen caused by fluid ingress, which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing at the user facility that the device touchscreen would not calibrate. There were no reports of any patient involvement, adverse patient events, or reported delays of critical therapies while the device was in clinical use. No additional info was provided.